Event description:
Filter wouldn't advance from the strage tube through the introducer. The delivery system was removed and replaced to complete the filter deployement to the targeted location. No pt injury or further complications reported.